Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The alarm was not present in the event history log. Functional testing was performed and the pump alarm 41786 on startup. The code was only encountered on the first attempt. Once the pump was plugged in the alarm was no longer present. The internal battery was charged to resolve this issue.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alerts error code 41786 on startup. There was no patient involvement.